Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy, the needle was stuck in the device and would not release. The needle broke off in the device. The remainder of the needle was located outside of the patient cavity and was accounted for. No adverse events reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the jaws of the instrument. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).